Manufacturer narrative:
(B)(6) 2014 - we were informed the provided implant date was not correct and the correct date is unknown. The implant date was removed from this report. During the analysis of the lead, it was noted that the insulation of the lead body was massively damaged approximately 30 cm distal of the connector pin by squashing. There was an electrical short-circuit at that site. This damage manifestation can with high probability be regarded the cause for the clinical complaint. The observed damage manifestation requires an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. In addition, the analysis showed fraying of the lead body in the distal region of the lead. Friction with a neighboring lead should be considered. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 70 months, oversensing was reported. The physician suspects a lead defect. The ICD implanted with the lead was in eri state and was also explanted for that reason, but there was no complaint about its function. The patient's state of health was described as "poor overall."